Event description:
While testing the core impaction drill at the manufacturer it was reported that the device heated up. There was no patient involvement or adverse consequences reported with this event.

Manufacturer narrative:
Upon disasesmbly for visual inspection a bearing was broken and the spindle housing was worn. The driveshaft was stuck in the spindle housing.